Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 521 mg/dl on (B)(6) 2015. She treated with manual injection and was able to get it down to 150 mg/dl by bedtime. When she woke up the next morning, it was 300 mg/dl. She took a bolus and shortly after she was at 600 mg/dl. She decided to remove the insulin pump and reverted to manual injections since then. The drive support cap is recessed. The customer declined to check for site/set issues or the settings. She stated that when she removed the set, the cannula was straight. The insulin pump passed the high pressure test. Customer was advised the insulin pump is working as designed.